Manufacturer narrative:
This ICD was explanted, and will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator delivered inappropriate shocks while the patient was in atrial fibrillation (af). There were a total of 3,751 episodes of which 42 were shocked. It was noted this ICD has reached elective replacement indicator (eri), and it is suspected this device depleted early than expected. The patient will receive a new device and medication change within the near future. The physician elected to reprogram the ventricular tachycardia (vt) zone to 180 beats/minute. Subsequently, additional information was received that a replacement procedure took place. There were no adverse patient effects reported.

Event description:
----

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.